Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 46,978 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.